Manufacturer narrative:
Investigation is ongoing. The date of the events is unknown. According to the article all implants were completed between june 2007 and december 2016. For this reason, the first day of the range was used as the occurrence date. This is one of ten manufacturer reports being submitted for this case. Reference article: andrea scotti, luca nai fovino, augustin coisne, tommaso fabris, francesco cardaioli, ''10-year impact of transcatheter aortic valve leaflet design (intra- versus supra-annular) in mortality and hemodynamic performance'', frontiers in cardiovascular medicine (june 2022).

Event description:
As reported from our affiliates in italy, per article, ''10-year impact of transcatheter aortic valve leaflet design (intra- versus supra-annular) in mortality and hemodynamic performance'', a 77-year-old patient underwent a transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien xt valve via transfemoral approach. Approximately six (6) years post procedure, the patient developed bioprosthetic valve failure, severe hemodynamic valve deterioration (aortic stenosis), and the patient was re-intervened with a successful transcatheter valve-in-valve. The last recorded follow-up was approximately six (6) years post procedure and the clinical status was that the patient was alive with nhya iii.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2022-09155, 2015691-2022-09154, 2015691-2022- 09158, 2015691-2022-09160, 2015691-2022-09161, 2015691-2022-09162, 2015691-2022-09163, 2015691-2022-09166, 2015691-2022-09168. The valve was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to unavailability of applicable imagery/medical record. Since the valve serial number was not provided, a review of the DHR was unable to be performed to confirm that no manufacturing non-conformances potentially contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Due to limited information, a definitive root cause was unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.